Event description:
It was reported that the device had ¿coagulation issues¿; ¿monopolar hook with damaged sheaths at the junction between the isolated black tube and the hook, which lead to coagulation issues with electrical leaks and the unwanted coagulation of nearby tissues". There were ¿no consequences¿ to the patient.

Manufacturer narrative:
(B)(4) - hook cev225 dia (B)(4) 5mm 450mm monopolar, lot 110201 manufactured february 2011 - cev225 - hook cev225 dia (B)(4) 5mm 450mm monopolar, lot 140601 manufactured june 2014 - cev225 - hook cev225 dia (B)(4) 5mm 450mm monopolar, lot unknown manufactured date unknown - cev229-2a - hook cev229-2a 3pk n1 for hook handle, lot unknown manufactured date unknown - cev229-1a - hook handle cev229-1a dia 5mm 350mm, lot unknown. Manufactured date unknown. (B)(4).